Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Right ventricular (rv) lead exhibited high impedance, polarity switch, short ventricular to ventricular intervals oversensing and high thresholds. The lead was reprogrammed and remains in use. It was also reported by the patient that they have not felt themselves since the implantable pulse generator (ipg) reprogramming. No further patient complications have been reported as a result of this event.